Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the replacement ins was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient has not been in contact with the hospital since ins replacement.

Event description:
Additional information was received from the rep reporting that further troubleshooting was performed: x-rays have been taken to see the whole area, checked settings and tried to lower the intensity to remove the problem. Planning was still ongoing. The patient thinks it is related to the ins and should be replaced again. The cause of shocking was not known.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# va2n6y8005 serial# implanted: (B)(6) 2022 explanted: product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type implantable neurostimulator g9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device evaluation: analysis found, that the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing and functional testing. No significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Refer to MFR report # 3004209178-2022-15627 for a previous report of a shocking sensation that occurred with the patient's prior implantable neurostimulator (ins). Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hospital called the rep regarding this issue on (B)(6) 2023, and the shocking feelings were still present. The patient had many programs, 50 hertz and differential target multiplexed (dtm). It was noticed that on the dtm programming, there was 0.8 milliamperes (ma) intensity and on the other programs there was 0.4 ma intensity. It was noted that it could be that programming was a little bit too strong. The ins had been replaced in (B)(6) 2023, and the patient was still experiencing the shock like sensations with the new ins. The leads were not replaced at the same time that the ins was replaced. It was noted that it took several months before the issue started to happen again after the last time the lead was replaced. It was also noted that there were no extensions implanted. It was unknown if there was anything particular happened before the shock like sensation started. The shocking was felt only when the ins was on and it did not matter if they were programmed to paresthesia or below threshold. The sensation could not be provoked by palpating over the system. The shocking sensation was felt in the same place that the patient felt the paresthesia. All impedance values were good. It was noted that the lead was implanted cervical.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: fi. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there were no changes in the patient¿s impedances, but ¿when measuring the impedances, the patient gets shocks.¿ the patient was programmed to a comfortable intensity and before they made any big movements, they received a ¿strong electric feeling that noticeably made him move.¿ the patient¿s intensity was then lowered to 0.1 ma and the patient ¿got the same feeling again¿ while the rep wrote notes about the adjustment. When the patient¿s device was shut down, there were no feelings. Review of a session report from (B)(6) 2024 found all impedances were within range and there were no significant anomalies noted. Although the patient reported their programmed paresthesia felt good, the shocks made it so the patient kept the device off. It was noted that surgery was to be ¿planned later¿ as of (B)(6) 2024.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.